Event description:
It was reported that a user on ilet with dexcom g7 experienced hyperglycemia after ingesting high-sugar beverages and independently administered 3 units of subcutaneous insulin by pen while remaining connected to the ilet, followed by pausing ilet insulin delivery; later, during physical activity, the user perceived a glucose drop and consumed multiple carbohydrates leading to subsequent hypoglycemia readings on the system and then rebound hyperglycemia after additional intake. Symptoms included elevated blood glucose and a low sensor reading consistent with hypoglycemia, without reported injury. Outcomes included self-management with oral carbohydrates and resumption of automated insulin delivery, with no medical intervention or hospitalization. Investigation included customer care troubleshooting, review of infusion set and tubing with no anomalies reported, and education on insulin stacking, carbohydrate correction, and the device¿s correction algorithm. Investigation of this case revealed user-initiated multiple insulin modalities and pausing of insulin delivery contributed to variable glucose control rather than a device malfunction. It was concluded that the event was related to user actions and overcorrection behaviors, with the device functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.